Manufacturer narrative:
No complaint was received with the retun of the device; failure event observed during analysis. Final analysis found that the insulation was fractured at 18.5 cm to 19.3 cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.